Manufacturer narrative:
Product event summary: analysis confirmed that the radio frequency programmer head connector port was broken. The link electronics module (lem) board was replaced and calibrated. The missing stylus was added and calibrated. (B)(4).

Event description:
It was reported that the radio frequency programmer head did not work with the programmer because the port for the head was broken. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the radio frequency programmer head did not work with the programmer because the port for the head was broken. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.